Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility gb-mhra-dev39672486 received: it was reported that in 1991 an unknown 31mm st. Jude mechanical mitral valve was implanted. It was later reported that on (B)(6) 2014, a 21mm sjm regent heart valve w/ flex cuff was implanted in the patient. The patient concomitantly received a 32mm non-abbott annuloplasty ring for tricuspid ring repair. On (B)(6) 2023, patient was admitted to hospital with heart failure with preserved ejection fraction. A transesophageal echocardiogram (toe) reported a well seated 21mm regent valve with two trivial paravalvular leaks. The 31mm unknown st. Jude mechanical mitral valve was noted to be well seated with no obvious paravalvular leak or regurgitation. On (B)(6) 2024, an echocardiography report records showed two mild aortic paravalvular leaks with peak velocity 3.74 m/s, mean/max gradient 31/56 mmhg, and doppler velocity index (dvi) 0.37. A cardiology letter dated on (B)(6) 2025, reported degenerative prosthetic aortic valve disease with mild to moderate transvalvular leak, moderate mixed tricuspid stenosis/regurgitation, and fluid-retention symptoms. On (B)(6) 2025, hospital and coroner-related records showed a posterior fossa hemorrhagic event in the context of anticoagulation. The records also referred to mechanical heart valves, warfarin therapy, anticoagulation reversal/bridging issues, neurosurgical involvement, intensive care involvement and fatal deterioration. It was reported the patient was reported passed away on (B)(6) 2025. Cause of death was not reported.